Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported they "got up and their tubing caught on something and yanked the tubing out of the bag". Medication being infused was unknown. No patient injury reported.